Manufacturer narrative:
Product analysis:thread peeling of the thread flank is consistent with overloading of the set screw. Overloading the set screw is consistent with the rod not being fully seated in the mas saddle during final tightening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that intra-op, set screw was started using the set screw starter in the screw. The surgeon started to locking it and a metal swarf peeled of the set screw. The product came in contact with the patient. The product broke but no fragments were remained in the patient. No patient complications were reported.